Manufacturer narrative:
D2b - pro code (product code): fge, litg4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. A 10.0 x 20, 135cm mustang was selected for use in a percutaneous transluminal angioplasty. During the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material approximately 5mm distal from the distal balloon bond. The tear measured approximately 8mm in length. A full circumferential tear was also noted approximately 11mm distal from the proximal balloon bond. The part of the shaft that was detached, had the markerbands, part of balloon and the distal tip, which was not returned with the device. A visual and tactile examination identified a shaft break approximately 1300mm distal from the distal end of the strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. A 10.0 x 20, 135cm mustang was selected for use in a percutaneous transluminal angioplasty. During the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.